Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest that the pvl was due to patient factors (tee reported a big space around the s3 valve resulting in pvl). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 9600tfx 26mm sapien 3, implanted in the aortic position for 2 years and 4 months, was being evaluated for a possible valve in valve procedure due to moderate to severe perivalvular leak (pvl). Per medical records reviewed, the 2-year follow up visit tte showed mild to moderate pvl. Approximately 3 months later, the patient complained of shortness of breath, fatigue and low energy. A tee done the s3 valve leaflet seemed to have normal function. There was no stenosis present. There was no obvious mobile echogenic mass detected. There were two big spaces around the tavr prosthesis and only one had at least moderate pvl present. There was no significant valvular regurgitation present. Patient prosthesis mismatch is also suspected.